Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation, as the patient feels the ipg does not deliver the same output as when the device was newly implanted. The patient wants to replace the ipg, thus surgical intervention is pending.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg. Postoperatively, effective therapy was restored.